Event description:
Additional information received: the device was not yet used in procedure, since fault was noticed while preparing for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received ((B)(4)). A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the blurry image and error message b30 could not be identified with the information received. Additionally, it is possible that the coating at the insertion section peeled off due to stress on the insertion section such as the following: physical stress by rubbing/ hitting the insertion section, or the like of chemical stress from reprocessing not recommended by instructions for use (reprocessing manual) stress from inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope had a blurry image and a b30 (scope communication) error occurred. The issue was found when scope was being connected to tower, during preparation for use in a gastroscopy. There were no reports of patient harm however there was a delay of 10 minutes while changing to a new scope. The procedure was finished successfully with another device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report could not be directly confirmed however the occurrence was likely. In addition, the connecting tube coating was deteriorated. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.